Manufacturer narrative:
Investigation of this event is in progress. A follow report will be submitted upon completion of the investigation.

Event description:
Reportedly, the customer saw a flame coming from the treatment membrane when treating the forehead. The user disconnected and reconnected the tip, applied more coupling fluid to the treatment area (forehead) and tried another pulse which also shot a flame. The customer also stated the system and hand piece (hp) were used earlier in the day with no issues reported. Dielectric breakdown was found present on the returned tip.

Manufacturer narrative:
The treatment tip was returned for evaluation. The treatment tip passed the leak and thermistor test. However, the tip failed visual inspection due to dielectric membrane breakdown (hole). No functional testing could be done due to the presence of membrane breakdown. Investigation determined that flaming of the treatment tip is caused by stress concentrations on the flex assembly at the adhesive edge that damages the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.